Event description:
About 4 weeks post implantation, a loss of capture was reported during a routine follow-up. The pacemaker was explanted and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemaker's memory content was analyzed confirming this observation. The battery status was still "ok". The therapy functionality of the device was investigated and the clinical observation was confirmed. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. During the further analysis of the individual components of the electronic module a damaged capacitor was identified. The damaged capacitor lead to an increased current drain and subsequently to the clinical observation. In summary, the clinical observation resulted from a damaged capacitor. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. The date of occurrence was not determinable.